Event description:
It was reported by the plaintiff's attorney that the plaintiff was implanted with an monarc subfascial hammock sling system on (B)(6) 2006 to treat her pelvic organ prolapse and/or stress urinary incontinence. It was alleged, the plaintiff suffered serious bodily injuries, including, but not limited to, extreme pain, erosion, hardening, worsening dyspareunia, recurrent incontinence, significant mental and physical pain and suffering, and permanent injury. On or about (B)(6) 2007 and (B)(6) 2012, the plaintiff required additional surgery for the sling.

Manufacturer narrative:
Lawyer-filed report-(B)(4). Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.